Event description:
It was reported that a new ilet user experienced a low blood glucose episode with a sensor value of approximately 70 mg/dl, confirmed by fingerstick at 81 mg/dl, after not eating, and treated with oral carbohydrate (apple juice); the caregiver also inquired about viewing insulin history, and it was observed via the device interface that no insulin had been delivered yet while glucose hovered around 70¿80 mg/dl. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and resolution with oral glucose. Investigation included customer service troubleshooting and user education on device operation and data review. Investigation of this case revealed no device alarms, no evidence of insulin delivery prior to the event, and operation consistent with early-use adaptation, with hypoglycemia of unclear cause given fasting status. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.